Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the pump touch screen was shattered, but still functional. Customer's blood glucose (bg) level was 515 mg/dl. Reportedly, the customer delivered a bolus and manual injection to address bg level. Customer reverted to manual injections for insulin therapy.